Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and sudden drop in sensing was observed. Lead was explanted and replaced. Patient's condition was stable.